Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that unspecified malfunction occurred. The patient stated she changed her transmitter and did not put the serial number on the tandem pump and g6 app. This resulted in the patient being without an active/working sensor. She was not getting readings on either display device. The last known cgm reading was not reported. The patient was not using a bg meter. The patient stated she was trying to start a sensor at 3:00am. She was feeling hyperglycemic and developed confusion, weakness, tiredness, and thirst. Her mother reportedly called an ambulance. She was transported to the hospital and arrived at 3:30am. She was treated with IV fluid for hydration and insulin. The hospital staff checked her bg from time to time; however, no specific readings were provided. The patient reportedly recovered and was discharged around around 11:00am. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a an unspecified malfunction is reportable based on the finding of signal loss greater than an hour. No additional patient or event information is available.